Manufacturer narrative:
Device analysis: a unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the mfg records for this particular batch namely top assembly batch # 8986513 found that the device met its material, assembly and prod specs, at the time of release to distribution. The root cause could not be determined.

Event description:
Same case as MDR# 6000089-2007-00727. It was reported that during a coronary balloon stenting treatment procedure, balloon withdrawal resistance occurred. The physician delivered and deployed the 3.00x20mm taxus express2 drug eluting stent in an unspecified location. The physician "waited a decent amount of time and deflated the balloon." The balloon did not come out, so the physician deep seated the guide catheter and was able to remove the balloon. The physician then delivered and deployed another 3.00x20mm taxus express2 drug eluting stent in an unspecified location. The physician "waited longer for deflate the second time", but again there was balloon withdrawal resistance. The physician deep seated the guide catheter and the balloon was removed. The pt condition is listed as okay. Further info has been requested, but has not been rec'd.